Manufacturer narrative:
Other relevant components include: product ID 8731sc lot# unknown serial# implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2009, during follow-up, a technical issue/lead dislodgement occurred. A lead replacement was performed. There was no death. The event involved hospitalization. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, lot# unknown, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Catheter implant date received.